Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger (B)(6) has been completed. The reported problem was confirmed. The battery charger was not functional and would not charge the patient's battery packs. The cause on the non-functional charger was an intermittent connector from the power brick to the charger. The root cause of the intermittent connector cannot be positively determined. No adverse event resulted from the intermittent battery charger. The pt received a replacement battery charger.

Event description:
The wife of a (B)(6), male, pt, contacted zoll lifecor customer support service to report the patient's charger is no longer working. The pt was provided with a replacement battery charger.